Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found, defib conductor distorted.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty inserting the lead through an introducer and the patient's anatomy. The device was not implanted. No patient complications have been reported as a result of this event.